Manufacturer narrative:
Updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. The getinge field service engineer (fse) found the cs300 intra aortic balloon pump (iabp) had high drive pressure. No patient involvement and no harm reported. Fse upon arrival, replaced high pressure transducer on unit. Calibrated and performed functional/safety testing. Unit all systems passed. Returned unit back to the customer.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3 and h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance by getinge field service technician that cardiosave intra-aortic balloon pump (iabp) had high drive pressure. No patient involvement.